Event description:
It was reported that the tip of the catheter was fractured. The target lesion was located in the liver. A 135/10 renegade hi-flo kit was selected to treat the target lesion. After unpacking, it was noted that the tip of the device was fractured when the device was pulled out. The procedure was completed with another of the same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned within the dispenser hoop. A visual examination was performed on the catheter and a break in the shaft was found at 11.2 cm from the hub. The braid was exposed from 11.2 cm from the hub up to 23 cm from the hub. The catheter tip was inspected and no damage was noted. No other defects were noted. A coating confirmation test was carried out to check the presence and integrity of the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tip of the catheter was fractured. The target lesion was located in the liver. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion. After unpacking, it was noted that the tip of the device was fractured when the device was pulled out. The procedure was completed with another of the same device. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).